Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Control solution and meter were returned - reported defect not reproduced. No defect found. Most likely underlying root cause mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 22-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with test results from results obtained of 273, 282, 216, 157 and 265mg/dl. The customer¿s expected am fasting blood glucose test result is 115mg/dl and expected two hours post meal blood glucose test result is 205mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 234mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/21/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).